Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked at the point where it goes into the stomach. The complainant reported that the catheter was kept covered.

Event description:
It was reported that the catheter leaked at the point where it goes into the stomach. The complainant reported that the catheter was kept covered.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Two unopened packages of catheters were received for evaluation. The exterior of the samples were inspected and found no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with 10ml of water using the normal fill technique and observed no failure that would support the reported event. A leak test was performed and no leakage was observed on the returned samples. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheter at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfection or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle."